Event description:
The facility stated that the surgeon implanted a toric silicone lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury. It is unknown what caused the haptic to tear. The injector model that was used was a msi-tr and the cartridge model that was used was a mtc60c fp. The facility was unable to provide the injector and cartridge lot numbers.